Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door latch was keeps clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door could not be closed as the latch kept clicking. A field service engineer (fse) found frequent latch failures on door 1, replaced the latch microswitches, and successfully tested all tower doors using the hardware test application and inspected the device. The system functioned as intended after the field service engineer repaired the device.